Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy mr, ous, 2.5x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; the first two distal struts were lifted and pulled distally. The undamaged proximal stent od (outer diameter) was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink on the proximal side of the port weld site of shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the edge of the tip. No other issues noted during analysis. There is no evidence that the device failed to meet specification prior to shipping . The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 23-aug-2017. It was reported that crossing difficulties were encountered. The 86% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Following pre-dilatation with a 15x15mm balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.